Event description:
It was further reported that as of (B)(6) 2015 the patient¿s meningitis and outcome was noted as recovered and the administration of antibiotics was discontinued. No further information was provided regarding the gastrostomy. Should additional information be received a supplemental report will be filed.

Event description:
It was further reported that the investigation duration until (B)(6) 2015 noted that the patient had the fever due to meningitis. The causal relationship between the adverse event and baclofen infusion and device and procedure was confirmed as not related to the drug or programmer, but related to the pump, catheter, and surgical procedure. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
The patient¿s adverse event onset date was confirmed (B)(6) 2015 with antibiotic administration. The severity was ¿serious¿ to which the administration of drug was suspended and ultimately discontinued on (B)(6) 2015. On (B)(6) 2015, the ¿csf findings, the flow of spinal fluid, ¿ worsened and it was diagnosed as meningitis resulting in the pump/ pump system removal. The patient was reported as recovering as of (B)(6) 2015. The event was reported as related to the investigational drug, pump, and catheter but unrelated to the procedure. This was reported as unrelated and related to the programmer. A pump operability test had been performed back on (B)(6) 2014. On (B)(6) 2014, a volume check was done to which the expected volume was 10.2ml and the actual volume was 10.0 ml. Laboratory tests were taken on (B)(6) 2015 to which prophlogistic bacteria was detected, e faecalis, with the symptom of fever. White blood cell counts were high on (B)(6) 2015 with the results respectively; 21.0, 13.8, and 19.1. On (B)(6) 2015, the mchc was high at 84.4. Nuet% was noted to be high on (B)(6) 2015 with the respective results 84.4, 82.2, 73.8, and 86.4. Lmphe% were reported as low on (B)(6) 2015 with the respective results of 8.1, 11.6, 32.1, 19.7, and 9.2. Mono% was high on (B)(6) 2015 at 7.5 and (B)(6) 2015 at 7.6. Rbc was low at 11.2 on (B)(6) 2015. Hematocrit was low also on that date at 32.9. Lmphe% was low on (B)(6) 2015 at 31.9 and 18.6 respectively. Neut% was high at 76.6 on (B)(6) 2015. Mono% was high on (B)(6) 2015 at 7.5, 9.6, 11.1, and 9.8 respectively. Further blood work on (B)(6) 2015 noted low rbc of 3.54, low hb at 11.0, low hematocrit at 33.0, high neut% at 64.6, lmphe% high at 25.4, and high mono% at 9.2. On (B)(6) 2015, rbc was low at 3.18, hb low at 10.0, hematocrit low at 30.1, lmphe% low at 24.8, and mont% high at 8.4. Laboratory results on (B)(6) 2015 noted the rbc was low at 3.36, low hb at 10.6, low hematocrit at 31.9, low lmphe% at 31.3 and mono% was high at 7.3. On (B)(6) 2015, the rbc was low at 3.87, lmphe% was low at 2 7.5, and mono% was high at 0.6. On (B)(6) 2015, the rbc was low at 3.96, mchc high at 34.4 and mono% high at 10.9. On (B)(6) 2015, results noted low rbc at 3.86, lmphe% low at 29.8, and high mono% at 3.7. Other laboratory test results were provided without specification of high or low. It was concluded that on (B)(6) 2014, when the surgical field for a laparoscopic fundoplication and gastrostomy was performed, the itb pump was removed during the surgery, and placed again in the patient. There might be a possibility that this procedure could have resulted in itb infection and caused the bacterial/purulent meningitis. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that in (B)(6) 2014, during gastrostomy surgery, the pump was removed/disconnected once and then connected again. In (B)(6) 2015, the patient was hospitalized due to fever. The symptoms were relieved after administering antibiotics. Cerebrospinal fluid was examined, but no infection was found. On (B)(6) 2015, the patient was hospitalized again due to a fever (40 degrees celsius). The result of the collection of cerebrospinal fluid was 1000 cells. Signs of infection were visible as the cerebral spinal fluid was yellow. The pump system was removed because it was judged that it could be (B)(6). The patient¿s outcome was reported as not recovered as of (B)(6) 2015. During the gastrostomy in (B)(6) 2014, when the pump was taken out/disconnected once, it was suspected that it may have become infected at that time, but the cause was unknown. This was reported as unrelated to the investigational drug and programmer. However, it was unknown if this was related to the catheter, pump, or procedure. Reportedly there had been no complications and no past history of adverse reaction. This device system delivered gabalon. This was administered from (B)(6) 2014. Clarification was requested on the patient¿s gastrostomy and the current patient status was requested. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), explanted: (B)(6) 2015, product type catheter. (B)(4).